Manufacturer narrative:
Manufacturer evaluation of the instrument logs found that: based on the information provided by the complainant, the patient tissue samples exhibiting sub-optimal processing were derived from the "factory 2hr xylene standard" protocol comprising 11 cassettes, which started in retort b at 17:58pm on (B)(6) 2021 and completed at 06:30am on (B)(6) 2021. No event/error codes were recorded during execution of this protocol. The "factory 2hr xylene standard" protocol, which is of 2 hours and 8 minutes duration, has been validated for use in this laboratory; and sub-optimal tissue processing has not previously been reported to the manufacturer in relation to the use of this protocol. All reagents used for the "factory 2hr xylene standard" protocol started in retort b at 17:58pm on (B)(6) 2021 had been used for at least seven (7) previous processing runs without reported incident. Investigation of this complaint found the instrument functioned as designed during execution of the "factory 2hr xylene standard" protocol started in retort b at 17:58pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. Information documented by the pas details that the patient tissue samples exhibiting sub-optimal processing reported by the complainant were derived from the "factory 2hr xylene standard" protocol started in retort b at 17:58pm on (B)(6) 2021 with the tissue type(s) and size(s) of the affected patient tissue samples detailed as: "unknown" and "3x5x3mm" respectively. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations detailed above indicate that the "factory 2hr xylene standard" protocol with a duration of approximately 2 hours and 8 minutes is not appropriate for processing patient tissue samples of "3x5x3mm" in size, which the complainant reported as "under processed".

Event description:
The leica product application specialist vic/ anz pathology (pas) received a complaint that tissue samples, which had processed using peloris ii rapid tissue processor serial number (B)(4), were "under processed". The pas also documented: "we found out the tissue was processed on the (B)(6) 2021 in retort b on a 2hr process, 11 cassettes." On (B)(6) 2021, the pas visited the laboratory in order to obtain further information regarding the circumstances involved in this complaint, and to provide applications support. The pas documented the following findings: "tissue was not small enough for 2hr run. Recommended 4hr run minimum"; bottles 4, 5 and 12 were not being used; and the wax baths were not being checked daily with a low level of wax noted. The pas also documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "factory 2hr xylene standard" protocol comprising 11 cassettes, which started in retort b at 17:58pm on (B)(6) 2021 and completed at 06:30am on (B)(6) 2021. The tissue type(s) and size(s) of the affected patient samples were detailed as: "unknown" and "3x5x3mm" respectively. On (B)(6) 2021, leica biosystems melbourne received information from the leica product application specialist - vic/anz pathology that all patient cases involved in this event were diagnosable.